Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory or the mcs instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the mcs tip cover accessory fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the mcs tip cover accessory fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted right renal tumorectomy procedure, a fragment detached from the monopolar curved scissors (mcs) tip cover accessory and fell inside the patient. The fragment was retrieved and the procedure was completed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: it was confirmed that the instrument was inspected prior to use. The fragment was retrieved during the same procedure. There was no report of additional anesthesia and no patient injury or harm. Furthermore, the patient has not returned due to post-operative complications as of date of this report.